Event description:
Boston scientific received information that this patient's chronic, previously abandoned, transvenous right ventricular (rv) defibrillation lead was going to be explanted due to a system infection.

Manufacturer narrative:
No adverse patient effects have been reported in this event. This event will be updated if any additional information becomes available.